Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). Event site address: (B)(6). Event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that in cardiosave intra aortic balloon pump, there was high temperature alarm during use, there was no patient harm.

Manufacturer narrative:
Updated fields: b4, d9 (return to manufacture date), g3, g6, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. A getinge field service engineer (fse) evaluated the unit and the pump scroll assembly (0119-00-0236) was replaced and the functional test was normal, the maintenance procedure tests passed. The failure analysis and testing department received the following part associated with this complaint: compressor scroll. This part was received with a reported unit failure message of ¿compressor overheated and stopped after 40 mins¿. The failure analysis and testing department performed a visual inspection, and the part was found to be in good physical condition with no signs of mechanical damage and contamination observed. Installed compressor scroll into the cardiosave and tested. Performed functional tests and passed. Also, the fat dept. Pumped cardiosave test fixture over 40 mins and could not observed overheating message and cardiosave test fixture was not stopped. The fat dept. Could not verify the failure message of overheated and stopped cardiosave test fixture after 40 mins. Compressor scroll passed testing. Retaining compressor scroll in the fat dept. Per procedure. Probable root cause: temperature sensor drift, loose connector, or wiring intermittency causing overheat and stop unit.

Event description:
N/a

Manufacturer narrative:
Updated fields:b4; g3; g6; h2; h3; h6 type of investigation, investigation findings, investigation conclusions, component code; h11 corrected fields:b6 a getinge filed service engineer (fse) was dispatched at the unit for evaluation, the pump assembly (scroll compressor) was replaced and the functional test was normal, the maintenance procedure tests passed, the connection test balloon operated normally, the system temperature high alarm was eliminated, and the device can be used normally.

Event description:
N/a